Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant medical products: 407645 lead, implanted (B)(6) 2010; 419678 lead, implanted: (B)(6) 2010. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hospitalized with an infected arteriovenous fistula graft necessitating surgical removal. Operative cultures were positive for methicillin-resistant staphylococcus aureus. The patient was later re-admitted with osteomyelitis and developed bacteremia. Endocarditis and vegetation on the right atrial (ra) lead was confirmed via transesophageal echocardiogram. The device and leads were explanted. The patient is a participant in the product surveillance registry. The infection was unresolved at the time of study exit. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.